Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device eval by MFR: the device was received and analysis completed. A visual and tactile examination identified an outer sheath kink 1mm distal from the distal end of the nose cone. The device was received with the stent partially deployed. A visual examination identified no issues with the tip of the device. A visual examination identified no issues or damage to the handle of the device. The safety lock was in place on the handle of the device. The investigator opened the handle of the device. There was no evidence of inner prolapse.

Event description:
It was reported that the stent inadvertently deployed. An innova self-expanding stent was selected for use. Upon opening the device packaging, it was observed that the stent had inadvertently deployed while the thumbwheel was still in place.

Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent inadvertently deployed. An innova self-expanding stent was selected for use. Upon opening the device packaging, it was observed that the stent had inadvertently deployed while the thumbwheel was still in place.